Event description:
The dealer states the customer alleges they had the chair on the charger overnight and later in the day when they went to use the chair a spark came from the rear of the chair and they have a harness that melted, not sure which one will call back with more information.